Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. Coagulated blood was present inside the distal half of the introducer sheath. Coagulated blood was flushed from the introducer sheath. The introducer sheath was re-sheathed and was securely locked on the mid-joint of the pusher assembly conclusions: evaluation of the returned smart coil revealed a device with an introducer sheath that was able to securely seat onto the pusher assembly mid-joint. The reported complaint mentioned the embolization coil was present outside its introducer sheath. The smart coil was returned to penumbra completely unsheathed. During functional testing, the device introducer sheath was able to be securely seat on the mid-joint of its pusher assembly. If the pusher assembly mid-joint is forcefully retracted through the friction lock resistance will be experienced and may result in the coil slipping out of the proximal end of the introducer sheath. Further evaluation revealed blood inside the introducer sheath. The reported complaint mentioned that the device was not used in procedure. If the device is inserted into a parent device inside a patient, blood may enter the introducer sheath. The root cause of the blood present inside the sheath was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician placed fifteen smart coils in the target vessel with no issue. After removing a new smart coil out of its dispenser hoop, the physician noticed that approximately five centimeters of the embolization coil was out of the introducer sheath; therefore, the smart coil not used in the procedure. The procedure was completed using six additional smart coils. There was no report of an adverse effect to the patient.